Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date, monitor: 07/16/2012, electrode belt: 07/29/2019.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 at approximately 10:48 am, while wearing the lifevest. The patient was in the hospital prior to passing. It was reported that the patient's passing was not cardiac related. The patient's nurse reported the lifevest alarming to perform CPR. It was reported that resuscitation efforts were attempted. Review of the download data, indicates the patient received six shocks in response to CPR artifact. The patient was in asystole with CPR artifact at the of the first treatment shock at 10:36:27. The patient's post shock rhythm was asystole with CPR artifact. Treatment two occurred at 10:36:58 when the patient's rhythm at the time of the treatment, and post-shock rhythm was CPR artifact. The patient experienced a third treatment at 10:37:30 when their rhythm was CPR artifact and the post-shock rhythm was asystole with CPR artifact. Treatment four occurred at 10:38:33 when the patient's rhythm was asystole and the post-shock rhythm was asystole with CPR artifact. Treatment five was at 10:39:42 when the patient's rhythm was asystole with CPR artifact and the post shock rhythm was CPR artifact. The sixth and final treatment was at 10:40:14 while the patient's rhythm was CPR artifact and the post-shock rhythm was asystole with CPR artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 10:48 am.